Event description:
It was initially reported that the vns pt had the generator replaced due to end of service. The explanted generator was returned to manufacturer for analysis. During the analysis it was revealed that the end of service status was confirmed based on battery voltage measuring 1.729 volts. During testing, transistor q10 was found to exhibit an out-of-limit (higher) leakage current at test chamber temperature. This leakage increased the module's supply current pulsing consumption by approximately 6.827ua over the high limit (spec 80.000 - 120.000ma) and could potentially be a contributing factor to the end of service. The device passed electrical testing when the transistor component was replaced.